Event description:
Service and repair report states device tip is broken, device malfunction during surgery while being used on patient. No additional information is available.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as product was discarded. A review of the device history records has been requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device used for treatment and not diagnosis. (B)(4), manufactured the t-plif impactor straight. The device history records were reviewed and the material and parts were manufactured to the correct material, met the correct hardness, and all required specifications. Parts also passed synthes incoming final inspection sheets.